Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and the reported problem could not be confirmed. Upon follow up with the customer, the customer reported to olympus technical support that they determined the scopes were causing the b30 error and the scopes were submitted for evaluation and repair. The customer was unable to provide further information related to the scopes involved and submitted for repair.

Event description:
Olympus received a report from the user facility that when olympus 190 series scopes were connected to the olympus, otv-s190, a "b30 communication error" occurred. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A device evaluation was performed based on the available information and an historical data analysis. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and determined that no abnormality was found with the subject device.